Event description:
It was reported that the bd safetyglide needles are clogged/blocked. The following information was provided by the initial reporter: "every fourth needle won't push product out."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.